Event description:
Customer sent an email to technical service of manufacturer indicating that a patient fell off his bed, following an alleged bed exit detection system failure. There was no injury related to the event.